Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 464 mg/dl. The cause of bg was unknown. Reportedly, the customer had nausea, vomiting, and "issues" with other medications. Bg was addressed with intravenous insulin and a manual injection. The customer left ER with a bg of 350 mg/dl. Reportedly, the next day, the customer experienced a low bg due to getting insulin in the ER and then reconnecting to the pump. However, the exact value was not provided. Bg was addressed with carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.